Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), the sealant protection does not enter the sheath (strong resistance feeling) while shuttling down. There is no patient injury. Applied manual compression after product removal to achieve hemostasis. The device is available for analysis.

Manufacturer narrative:
During use of the mynxgrip vascular closure device (vcd), the sealant protection does not enter the sheath (strong resistance feeling) while shuttling down. There is no patient injury. The user applied manual compression after product removal to achieve hemostasis. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon proximal tip with the stopcock closed. It was reported that ¿the sealant protection did not enter the sheath (strong resistance feeling) while shuttling down.¿ however, the procedure sheath was observed on the outer cartridge tubing with its stopcock closed and locked as received. It is unknown if the device was manipulated post procedure. The advancer tube remained in the shuttle cartridge, properly engaged to proximal tamp lock. The sealant and syringe were not returned with the device. Per functional analysis, a simulated deployment test was performed on the returned device. The shuttle cartridge was able to be advanced and retract to the black handle without issue per the mynxgrip instructions for use. The advancer tube was found properly engaged to the proximal tamp lock as received. A product history record (phr) review of lot f2112002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, obstructing the device path during the procedure and resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.